Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to the procedure, interrogation of the pacemaker revealed the right ventricular (rv) lead was oversensing noise. The physician elected to replace and cap the rv lead on (B)(6) 2023. The patient was in stable condition throughout.